Manufacturer narrative:
According to the facility, the filter of the stopcock is leaking at times when used for a venous line. We use this stopcock at times on pressurized cvp or arterial lines also. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the filter of the stopcock is leaking at times when used for a venous line.